Event description:
It was reported to target that a gdc coil did not detach after over an hour of being connected to this power supply. A second coil did not detach neither, however when the power supply was changed it detached successfully. The condition of the pt was not really good after the procedure, but no specific reason for the pt status was given. There were no complications. Through a follow-up by a company representative on 10/08/1999 target was informed that the condition of the pt was stable.